Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Technician was able to verify customer's reported problem. All testing performed with good known test ac adapter and patient circuit connected. Ventilator passed 96 hours extended tests at run-in settings without any unusual alarms or conditions. Ventilator failed troubleshooting final test at tidal volume & flow performance. Tidal volume & flow performance failed for non-conformance with measured bias flow and measured tidal volume inhaled all above hi specifications for tests 1, 3, 4, 5, 6, and 8.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device possibly turned off/on by itself on the lap top ventilator 1150. At this time, there is no information regarding patient involvement associated with the reported event.